Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). The device was requested for return to the manufacturing site in order to perform further evaluation. The return process is in progress. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). An investigation was carried out into this complaint. Based on the complaint description as provided by the customer: the patient was being hoisted from a couch to a bed using maxi twin lift and sling. It was indicated that the sling detached from the spreader bar of the lift at the attachment point and the patient fell. On examination of the sling involved in the event leg clip that holds the sling to the hoist was found to have a defect, in that it was in good condition but sewn into the sling upside down. The occurrence rate observed for complaints with this defect is currently considered to be extremely low. Based on the information provided from customer, we can state that not upside down clip detached from spreader bar. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on label use. During the clip detachment the person is likely to fall away from the sling, toward the corner where the clip is not in place: 1) when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop can be immediate after not being supported by the chair/bed. If the labelling is followed there can be no issue. However, it is possible for the caregivers to not have followed the labelling and not checked the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. 2) there are additional scenarios, that also involve use that is not following the IFU. During transfer the resident must be turned in the correct direction. As a result the caregiver must manipulate the spreader bar that holds the sling and is able to turn for this purpose. The intended and labelled use is that this occurs by operating and manipulating the spreader bar itself, and not the sling nor the person in the sling. If this labelling is followed there can be no issue. However, it is possible for the caregiver to not have followed the labelling and have used the person in the sling to manipulate the spreader bar. In this case the clip could be inadvertently pulled off by the caregiver while using the sling or the person in the sling for repositioning. Furthermore, to provide conclusive insight into the event at hand, we have requested the flite sling with its clip upside down to be returned. With this sling we have performed a simulation to mimic the event description. We have performed a simulation of use according to use instructions with a sling that has a clip placed incorrectly (upside down) in the same manner as the reported event and even included situations whereby there would be convulsions / aimed efforts to detach the clip by the person in the sling. The result of our simulation is that the normal and defective slings behave identically. Even one of the clip sling is sewn upside down it will stay in place as the weight of the person in the sling is gradually taken up. It is not likely to come off during use; it cannot go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the metal end stop of the clip attachment lug, and it cannot go upward because it is being pulled down by the weight of the patient. Even if the user were to continue the transfer with the clip sewn in upside down, while still using the system as per the IFU; the clip will act in the exact same way as any other clip: weight will be loaded on the clip and the weight of the person in the flite sling will lock it into position. The fact the clip is put on the pin with a bigger hole has no effect on it the safety of its on label use. In conclusion our investigation finds that the clip being positioned upside down on the sling is not the root cause for the clip detachment. If the system (lift and sling) is using according to the instruction for use (IFU) no injury may occur. The person using the disposable (flite) sling according to the IFU, will make sure it is in place before performing the transfer. This necessitates visual contact. It is quite noticeable that the shape is different. As a result the user will have the opportunity to stop the use of the flite sling at that point or perhaps before. As a result we conclude that: the possibility of occurrence of such clip being in the market is considered quite low, and even if it does occur, there is no immediate risk as even when it is not detected and it is used, as long as the IFU is followed the clip will function correctly. The sling was not to specification as it had a malfunction from production (clip positioned wrong way around) but that malfunction did not contribute to the event, the sling was present and in that way contributed the event that in our evaluation was caused by the user not following the IFU, due to lack of awareness of the IFU contents - during use with a patient. Note that the customer was visited and interviewed by a local arjohuntleigh representative. The training provided for the caregivers was found to be insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure. This is to be communicated to the customer.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 arjohuntleigh received a customer complaint where patient's fall was indicated. It was reported that during transfer of the resident from a couch to a bed using the lift with sling, one clip of sling detached from the hanger bar and resident fell. The resident sustained a pain and bruise. When examining the sling it was noticed that the clip was upside down.